Event description:
Customer's father stated that he doesn't trust the bolus wizard calculation for the last few days. The customer needed to bolus 15 units of insulin via bolus wizard, caller stated that the insulin pump would not deliver the insulin. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and no delivery test. The bolus wizard was functioning properly per bolus wizard sample in the 554/754 user guide. The device was received with cracked display window corner, reservoir tube lip, and minor scratched display window.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.